Event description:
It was reported that the device tubing leaked on setup. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The samples had a leak in the bonding between the drip chamber and the spike. During review of manufacturing process, a sample of 32 units was taken to perform a visual inspection to verify for voids, dents, holes or cracks in the assembly or components and no discrepancies were detected. The root cause of the reported issue was not determined with the provided information. Action taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue.